Event description:
It was reported that staff turned on the acuity system when the office opened in the morning and they were unable to get the system to function. During the course of communicating with the customer, it was found that the six year old flatpanel display used with the acuity system had failed. We assisted the customer with installing a replacement display from their spare stock. The customer will not return the failed display to welch allyn for eval. There was no report of any pt harm as a result of the indicated event. No pts were being monitored by the device.

Manufacturer narrative:
No further investigation is planned for the reported failure of the customer's six year old flat panel display, which is a commercial, off-the-shelf item not made by welch allyn. The failed display was beyond its stated end of life period.